Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
Coopervision received a notification from the eye care providers office manager that a patient had experienced a corneal ulcer while using the product. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. While an incident involving the retina would not be contact lens related, this event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.